Event description:
During the procedure the tip of the phaco broke off. The tip was retrieved and no patient injury was reported.

Manufacturer narrative:
At the time of this report the device has not been returned to ascent. Once the device is returned an evaluation will be completed. The customer did not have the item number or lot number available.